Event description:
It was reported that the patient had unexpected low voltage alarms in the history. Both power cables were noted to have small tears noted in lines. Clips were noted to be in good working order. Batteries were noted to be due for replacement in 2 months. The log file review revealed that all of the low voltage advisories in this log appeared to occur on battery power after multiple hours of normal battery usage. It was later reported by the clinician that the low speed was intentional during a transcatheter aortic valve replacement (tavr) valve deployment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported small tears on the system controller's power cables were not confirmed as the system controller was not returned for evaluation, and no photos were submitted for review. The log files submitted for review spanning approximately 26+ days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Low voltage alarms were observed throughout the log files were determined to be from normal battery depletion and were not atypical. The alarms cleared when the 14v batteries were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event, asking the serial number of the heartmate ii system controller, the cause of low voltage alarms, if the alarms were resolved, and if any product would be returning to abbott; however, no response was received. As the system controller is not available for analysis, this complaint file will be closed without further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.